Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: maxim cementless cruciate retaining femorals, cat#: 140071 lot#: 915030, unknown maxim articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06532, 0001825034-2017-06533. Remains implanted.

Event description:
It was reported that a patient is being considered for a revision surgery for unknown reasons. No additional patient consequences were reported.